Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of over 550 mg/dl at the time of the event and was treated with the insulin pen. The customer was reporting vomiting as a symptom related to their high bg. Troubleshooting was performed and found that the auto mode feature was active at the time of the event. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.